Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited undersensing during treated fast ventricular tachycardia episode. The lead remains in use. No patient complications have been reported as a result of this event.